Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised front right caster stays straight and it barely touches the ground.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: chair is three wheeling. Right front caster off the ground significantly. Seat is not square with base. Chair appears to have been damaged in shipping. Not returned in original packaging. Complaint of right caster stays straight and it barely touches the ground was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: chair is three wheeling. Right front caster off the ground significantly. Seat is not square with base. Chair appears to have been damaged in shipping. Not returned in original packaging. Dealer advised front right caster stays straight and it barely touches the ground.